Event description:
Pt reported that he was returned to surgery for a recurrent hernia. The site of the recurrence was not specified. The previously implanted device was excised for unspecified reasons.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.